Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred an unknown number of days after the sensor had been inserted into an unknown insertion site. The patient experienced tiredness and high ketones, and the cgm was reading 20.0 mmol/l. The patient could not remember for how long the cgm reading was already high but did confirm that she did not self-treat herself for the cgm reading of 20.0 mmol/l. She eventually went to the hospital as the cgm reading was not going down. At the hospital, a fingerstick was performed and the blood glucose reading was 30.0 mmol/l. The patient was treated with intravenous treatment of nova rapid and a saline solution but did not remember the dosage. The patient was discharged from the hospital 2 days after the event date. At the time of the report the patient was feeling fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.